Manufacturer narrative:
The country of origin is (B)(6). The field service engineer's investigation found that the wastewater tank had overflowed due to the water level sensor having been insufficiently mounted. The overflowed water reached an unused ac plug (belonging to the unit) below the instrument which caused an electrical short which sparked. The supply cable was replaced and tied properly.

Event description:
The initial reporter stated that their cobas 8000 e 801 module caught on fire. The instrument emitted flames under the module which then extended to the whole instrument. The fire was extinguished by firefighters and the unit was switched off.